Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were pause episodes with the implantable cardiac monitor which appeared to be due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.